Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room on (B)(6) 2025 due to two bent cannulas leading to hyperglycemia. . The infusion set was in use for 5-6 hours. The insertion site was abdomen. The blood glucose level was high at the time of event and the patient got treated with saline and insulin. The patient replaced infusion sets and resumed insulin successfully. No further information available